Manufacturer narrative:
The reported field event of failure to power up was confirmed in the laboratory. The device was tested on the bench and it was revealed that original ac power adapter was defective as unit powered on and there were burn marks to the main pcb. The cause of the field event was due to the burn marks.

Event description:
It was reported that failure to power-up was observed on the remote transmitter. The device was returned and replaced. No further information was available.